Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that approximately four months following a cataract extraction with intraocular lens (iol) implant procedure, a lot of glistenings were found on the iol. Additional information has been requested, however, no further information is expected.